Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description of edge-exteriorization. The implant was partially inserted and had to be removed in order to place the unspecified backup implant. Additional information has been requested, yet no new information received.